Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed invalid data; all pacing percentage is listed as 0%, though the device is biventricular pacing. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No patient complications have been reported as a result of this event.